Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the implant site. It was reported that the ipg moved and rotated and was rubbing on the spine. It was noted that since the cord had moved the pain became worse. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the implant site. It was reported that the ipg moved and rotated and was rubbing on the spine. It was noted that since the cord had moved the pain became worse. The patient will undergo an explant procedure.